Event description:
A nurse called to report that the customer was admitted to the hosp for high bgs. It was stated that the dr believed the malfunctioning of the pump might have lead the customer's hospitalization. The troubleshooting could not be performed due to the lack of the pump. Also the nurse indicated that the customer was in need of more training. Later, it was indicated that is in the process of finding a spanish-speaking trainer to work with the customer.